Event description:
Physician running test requested that manual data calculations be done to compare against the machine's software. The respiratory therapist referred to the instruction manual for the device and found that the MFR had left out critical parentheses in most of their printed formulas. If using this set of formulas, the user would make extreme errors in calculations which may adversely affect pt care. The rptr was able to obtain alternative references for these calculations, but points out that others may not even recognize the error. It is unk whether the manual calculations checked out against the software data. Rptr believes MFR should have notified all of its users.